Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The switch box unit had water leakage. The scope connector water mouthpiece was loosened. The probe unit acoustic lens was pierced. The distal end and nozzle were deformed. The bending section cover glue had a sharp edge (snag). The connecting tube had a scratch. The paint was peeling off the scope cover and the air/water nut. The angulation was less or specified value. The play, up/down knob angulation was less or specified value. The wire stopper came off. The distal end biopsy channel was incised, had cuts. The charge-coupled device cover lens was scratched. The universal cord had chemical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the housing on the evis exera ii ultrasound gastrovideoscope was defective. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end. Additionally, a gap had appeared on the acoustic lens surface. This report is to capture the reportable malfunctions of the gap of adhesive on the distal end and a gap had appeared on the acoustic lens surface noted at estimation.

Event description:
Additional information was received from the customer. The issue was due to a fall and did not occur during a procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. A similar complaint, patient identifier (B)(6), was found at another facility. Conclusion: the root cause could not be identified. The issues likely occurred due to damages, however, the exact cause of the damages, such as stress, handling, or other issues could not be determined. Olympus will continue to monitor field performance for this device.